Event description:
It was reported that a patient presented with, out of range low, pacing lead impedance and lead noise during a follow-up. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events of low lead impedance and noise were confirmed. As received, a complete lead was returned in one piece and was measured to be 46.1 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.